Manufacturer narrative:
The pch instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted an adrenalectomy surgical procedure, noticed there was a piece of plastic located inside the patient. There were 10 different instruments used in the procedure and the customer was unsure about the origin or source of the plastic foreign body. The customer stated that there was a broken permanent cautery hook (pch) instrument noted during the case. No post-operative tests were done. A surgical technician was able to retrieve the fragment during the same procedure which was completed robotically.